Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the patient was transferred from another unit right at shift change. The patient had a dobhoff feeding tube with iris that was broken at the connecting y site. The nurse was unable to administer medication or tube feed without it leaking out of the other site. The patient tube feeds were postponed until a new one was placed. The broken feeding tube was discarded. The tube had been in place for 16 days.

Manufacturer narrative:
The device history record (DHR) is established based on a serial number located on the device. Since no serial number was provided by the customer, the DHR could not be reviewed. A sample was not returned for evaluation. If a sample is received at a later date, the complaint will be reopened and updated accordingly. The manufacturing process of the y-port assembly, test and inspection was reviewed by the supplier, no issues found. The supplier performs a leak test during production. The supplier also reviewed y-port failure history at the production line and no y-port crack/detached issues were found in 2022. Furthermore there are four inspection stations which can detect a y-port crack issue during manufacturing. Further analysis is not able to be performed at this time due to the limited information. Based on the available information, a root cause cannot be determined. No corrective actions are required at this time. This complaint will be used for tracking and trending purposes.